Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. During the evaluation was performed and a whitish and brownish foreign material was found around the nozzle resembling glue mixed with traces from the last procedures. Additional findings were as follows: due to deformation of scope-cover, water tightness is lost, due to a crack on scope-body, water tightness is lost, due to damage on up/down knob, water tightness is lost, the channel mount unit has corrosion, the control unit has corrosion due to water leakage, the mount has corrosion due to water leakage, due to adhesive peeling on bending section cover, insulation resistance value at distal end does not meet the standard value, due to nozzle clogging, amount of water contact does not meet the standard value, due to wear of angle wire, bending section cannot be bent in left direction at all, the light guide lens has a crack, the connecting tube has a wrinkle, the light guide connector has discoloration, the universal cord has a scratch, and the video connector has discoloration. It is most likely that the reportable issue was a result of insufficient cleaning. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had reduced angulation. The issue was found during preparation for use. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle has foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that foreign matter was attached to/clogged the air and water nozzles, but it was not possible to identify the foreign matter. Due to leak defects in the scope cover, scope body, and up/down angle knob, proper reprocessing may not have been possible and the foreign matter may not have been removed. The detection method is described in the instruction manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope.olympus will continue to monitor field performance for this device.